Event description:
It was reported that after repair of a pressure related error code the biomed noted the pump rate accuracy to be "high" and allowed freeflow. Additionally, biomed noted that the back case of the pump was dented and it was suspected that the unit had been dropped. No patient consequence was reported with this incident.

Manufacturer narrative:
The pump was rec'd and was visually and functionally tested. The inspection seal was broken and the instrument had damage to the rear case with excess lubricant on the cam followers. Rate accuracy was performed and the instrument failed the mechanism pinchoff test. Further eval revealed that the top plate was misaligned with respect to the mechanism carrier. The mechanism had moved back from the pressure plate preventing the tubing from being completely pinched off. It is suspected that the physical damage to the instrument resulted from severe impact such as being dropped. Severe impact can result in a freeflow situation. The customer will be informed to refer to svc bulletin #298 for the mechanism leak test and realignment procedure that should be performed during routine maintenance and/or when the pump has been damaged or dropped.